Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion prime and excessive no delivery tests. The bolus wizard functioned properly per bolus wizard sample in the user guide. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and recorded in bolus history. No bolus anomaly noted during testing. The insulin pump had scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 450 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injections. The customer stated that the insulin pump was giving inconsistent estimations. The insulin pump will be returned for analysis.